Event description:
It was reported that the device was used during a gastrectomy, error code 3. There was no pt consequence.

Manufacturer narrative:
Results: collapsed isolator. Eval summary: the instrument was disassembled, moisture and a collapsed isolator were found in the instrument.